Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection did not find any arc marks on the device case or header. Electrocautery marks were noted on the device case near the entrance to the lead barrels. Review of the device memory noted that a shock lead shorted fault had occurred followed by nineteen charge time exceeded faults. The device declared end of life (eol) due to the charge time exceeded faults. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was in the emergency room after being externally rescued following some failed shock delivery. Device interrogation noted fault codes (fc) 1004 and 1007. The patient is intubated and in critical condition in the intensive care unit (ICU) since the event. The patient has a boston scientific device with a competitive right ventricular (rv) lead. The system was explanted.